Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient experienced pain after use of a deltec® gripper plus® safety needle. The patient's implanted portal system was accessed using the needle. The nurse reported she did not feel the bottom of the port, but she got good blood return and was able to flush the device with normal saline without resistance. A propofol infusion was started for sedation. During the lumbar puncture procedure, the patient woke and reported pain at the portal site. Redness and swelling were observed at the portal site. The patient then required sedation through a mask instead of with propofol infusion. A peripheral IV was inserted to continue the infusion and the procedure continued. No permanent injury was reported.